Event description:
Information received indicated the head hi-lo section drifts down.

Manufacturer narrative:
The hill-rom technician found contamination in the hydraulic solenoid. He cleaned the mesh screen and hydraulic valve to resolve the issue.